Event description:
It has been reported that one bd bactec¿ fx gave a false positive. There was confirmatory testing which came back negative. There was no report of patient impact. The following has been provided by the initial reporter: they had positive results in drawer b 6, which were then negative, no error messages on the device.

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about high false positive rate in drawer b. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer confirmed that the false positives are caused due to moving the vials for many times. This is an unconfirmed failure of the bd product as the issue is caused due to the customer workflow induce. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on 12/1/2016. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to the customer workflow induce.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd bactec¿ fx gave a false positive. There was confirmatory testing which came back negative. There was no report of patient impact. The following has been provided by the initial reporter: they had positive results in drawer b 6, which were then negative, no error messages on the device.